Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient had not recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A review of all batch record documents was performed for (B)(4) with no issues noted during the manufacturing process. Should additional information become available, a follow-up report will be submitted. This is report 5 of 5 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). On (B)(6) 2012, follow up information was received from the nurse, who medically confirmed this report. On (B)(6) 2012, the patient experienced peritonitis manifest by abdominal pain. On the same day, the patient was hospitalized. The nurse reported that the cause of peritonitis was possibly touch contamination and further explained that the patient is not supposed to do his own dialysis and she thought that he had. The patient was treated with vancomycin. On (B)(6) 2012, the patient was discharged from the hospital. At the time of this report the patient was recovering from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.